Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had an MRI yesterday morning at 7 and they turned their ptm (personal therapy manager) on today at 8:30 and it said, "warning motor stall", so they contacted their clinician who redirected them to patient services. The patient stated that they took a bolus and the message went away. During the call, the patient connected to the pump and saw "no alerts". The agent reviewed MRI information and pump stall/recovery. The patient stated that due to this, they think the pump has been stalled for 24 hours and they think the pump was still stalled this morning. The patient stated that the pump usually ¿resets right away¿ as they had had 6 mris with this pump. The patient denied hearing any pump alarms.